Manufacturer narrative:
Lot number was not reported. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Pharmacovigilance comment: the serious, expected event of nodule at the implant site was considered possibly related to the treatment although the patient who is an hcp considered the event unrelated to the treatment. Potential contributory factors include injection technique and use of intense radiofrequency. Serious criteria include the need for surgical intervention to prevent permanent damage. Missing information included time to event onset date, clinical course, and medical and aesthetic history. The case meets the criteria for expedited reporting to the regulatory authorities.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 29-jan-2020 by a nurse, which refers to herself a (B)(6) female patient. No information about medical history, concomitant medication, history of allergies has been provided. The patient had previously received three separate treatments with sculptra aesthetic to cheeks without any problems. On an unknown date in (B)(6) 2016, the patient received treatment with sculptra aesthetic (unknown amount, lot number, injection technique and needle type) to cheek. About 3 weeks after receiving her last dose in (B)(6) 2016, the patient had intense radiofrequency to the same areas where she had received the sculptra aesthetic. On an unknown date, the patient experienced nodules (implant site nodule) at cheek. On (B)(6) 2020, the patient had undergone excision of the nodules. It was reported that patient will discuss with her with surgeon regarding sending of pathology report and send reports in the future if available. The reporting patient reported that she did not believe the adverse event was from the sculptra. Outcome at the time of the report: nodules was not recovered/not resolved.